Manufacturer narrative:
Continuation of d10: product ID 306001, lot# unknown, implanted: (B)(6) 2024, product type screening device product ID 306001, lot# unknown, implanted: (B)(6) 2024, product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, product ID: 306001, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that the trial was initiated on (B)(6) 2024. It was reported that there was migration, lead moved, or wire moved. Representative verified with the patient that the leads had moved. The cause of the event was not known. The patient also reported that they had broken lead, lead damaged, or lead cut. The leads had been cut and slightly migrated. The cause of the event was known. The patient's wife was trimming their bandages that had rolled up and accidentally cut the wires. The patient experienced itchy. The issue was still ongoing.